Manufacturer narrative:
The reported events of oversensing and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching ring electrode cable lumen, inner coil lumen, ptfe liner and exposing the inner coil with one abraded ring electrode etfe cable coating proximal to suture tie impression. The cause of oversensing was due to the exposure of the inner coil and abrading the ring electrode etfe cable coating in the abraded region consistent with friction to the device can. External abrasions breaching the optim sheath with intact silicon insulation and right ventricular cable lumen with intact etfe cable coating was also found distal to suture tie impression consistent with friction to another device or feature of patient anatomy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, there were episodes of oversensing on the right ventricular (rv) lead. Lead insulation damage was suspected. During the explant procedure, lead insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.